Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4). Method - device work order search. Results - a device work order search was performed and no similar complaints were found within the work order. Product evaluation found that the lens was stuck in the cartridge and there was no visible damage to the device. Conclusion - based on the complaint history, work order search, and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-3ai 16.5 preloaded injector. Prior to implantation, the lens became stuck in the injector when handling the device. Lens was not implanted and there were no adverse events reported.

Manufacturer narrative:
Method: device history record review results: device history record review was performed - a review of the device history did not identify any deviations to the manufacturing, packaging, and sterilization process. Based on the investigation, nothing in the manufacturing of the lens and injector system was the root cause of this complaint. No definite root cause was identified. Conclusion: based on the complaint history, work order search, product evaluation, and device history record review, a specific root cause of the event couln'd not be identified. A probable cause of this event is concluded to be user error. (B)(4).